Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 190 mg/dl. The customer was also vomiting blood. The mother stated that the reason for the hospitalization is that the customer was sent the wrong infusion sets. The mother was unable to troubleshoot the insulin pump at the time of the call. Advised the mother to call back at her convenience. Nothing further was reported.